Event description:
Patient reported, dehydration, "ataxia, immune deficiency disorder, and neuropathy". Neurological symptoms, viral infection, vomiting, nausea, breast implant illness. "Has taken such a huge toll on my emotional health". And hair loss, which are not device related. The patient additional reported, "notified of recall". Healthcare professional reported, left side deflation. And capsular contracture, baker grade IV. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in the device outer surface. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified partial delamination of plug strap disk shell. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: partial/total delamination of plug strap disk shell assessed as adhesive failure. No observations were found related to the complaint reported by the physician. Additional, changed, and/or corrected data: b.5, b.6, d.6b, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Patient reported dehydration, "ataxia, immune deficiency disorder, and neuropathy," neurological symptoms, viral infection, vomiting, nausea, breast implant illness, "has taken such a huge toll on my emotional health." And hair loss which are not device related. The patient additional reported "notified of recall." Healthcare professional reported left side deflation and capsular contracture, baker grade IV. The device remains implanted.